Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associate MDR #1225714-2014-04601, 1225714-2014-04602, 1225714-2014-04603 and 1225714-2014-04604.